Event description:
The customer reported that the monitoring computer laptop screen on the css console froze and displayed an error message. The customer also reported that after speaking with a syncardia clinical support specialist, she turned off the computer and then restarted it. The computer rebooted, displayed the correct date and time and performed as intended. There was no pt impact. This alleged failure mode poses a low risk to the pt because it did not prevent the css console from performing its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.